Event description:
The user facility reported that during a colonoscopy, the video image flickered with vertical and horizontal lines and then blacked out. The video image was unable to be retrieved and the procedure was completed with a different, but similar device. There was no patient injury and no further information was provided.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation did not duplicate the user's report of image flickering or loss of video image. However, the endoscope ID data transmission and narrow band imaging functions were found not functioning due to damage and corrosion to the flexible printed circuit and electrical connector. The damage appeared to be due to fluid invasion, which may have caused the user's experience. The source of the fluid invasion is most likely due to user mishandling, as the device passed the leak testing. This report is being filed as an MDR in an abundance of caution.